Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. The icm was explanted and successfully replaced. The patient's status was unknown.